Manufacturer narrative:
A supplemental report is being submitted for corrections. D4 suspect medical device model # corrected from 1420-controller to 1420 and catalog # corrected from 1420-controller to 1420. H10 this report contains an update to the product event summary to remove reference to the internal investigation associated with the reported failure. The previously reported failure and investigation findings remain unchanged. Additional products serial # (B)(6) UDI corrected from (B)(4) to (B)(4), serial # (B)(6) UDI corrected from (B)(4) to (B)(4), and serial # (B)(6). UDI corrected from (B)(4) to (B)(4). Product event summary: four batteries (B)(6)) were returned for evaluation. The controller and four batteries (B)(6)) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis revealed that batteries (B)(6) passed visual inspection and functional testing. Failure analysis of battery (B)(6) passed visual inspection. Functional testing revealed abnormalities related to the relative state of charge (rsoc); the battery was not estimating the capacity accurately. This is an additional finding unrelated to the reported event. The most likely root cause of the abnormal rsoc event can be attributed to an estimation error. Log file analysis revealed that the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events due to momentary disconnections involving batteries (B)(6) within the analyzed period. Additionally, log file analysis revealed five controller power-up events logged on (B)(6) 2019 at 08:43:11, on (B)(6) 2019 at 06:14:58, on (B)(6) 2019 at 07:46:36, on (B)(6) 2019 at 09:46:26, and on (B)(6) 2019 at 12:33:06; respectively. Several momentary disconnections were observed leading up to the controller power up events. The controller was without power for 7 seconds, 4 seconds, 10 seconds, 8 seconds, and 8 seconds; respectively. Analysis of the alarm log files did not reveal any alarms recorded within the analyzed period related to the reported event. However, it is likely that the patient perceived the no power alarm that sounds when the controller loses power as the reported ¿high priority alarm¿ described in the event details. As a result, the reported event was confirmed. A power source lubrication procedure was performed on batteries (B)(6) and (B)(6) on 2018. There is no evidence that the lubrication servicing was performed on batteries (B)(6). The most likely root cause of the reported premature power switching events can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation evaluated momentary disconnections. Additional products: d4: serial #: (B)(6) UDI #: (B)(4) d4: serial #: (B)(6) UDI #: (B)(4) d4: serial #: (B)(6) UDI #: (B)(4). Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2016 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 31-oct-2015. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2016 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 31-oct-2015. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2016 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 31-oct-2015. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2016 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 31-aug-2015. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had unexpected loss of power and high priority alarms were heard. It was also reported that the batteries exhibited power switching. The controller remains in use and the batteries were exchanged. No patient complications have been reported as a result of this event.

Event description:
The manufacturer received product performance data. The batteries subsequently tested out of specification during manufacturer¿s analysis. The batteries were removed from service.

Manufacturer narrative:
Product event summary: four (4) batteries were returned for evaluation. The controller and four (4) batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis revealed that three batteries passed visual inspection and functional testing. Failure analysis of one battery passed visual inspection. Functional testing revealed abnormalities related to the relative state of charge (rsoc); the battery was not estimating the capacity accurately. This is an additional finding unrelated to the reported event. The most likely root cause of the abnormal relative state of charge event can be attributed to an estimation error. Log file analysis revealed that the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events due to momentary disconnections involving six batteries within the analyzed period. Additionally, log file analysis revealed five (5) controller power-up events logged on (B)(6)2019 at 08:43:11, on (B)(6)2019 at 06:14:58, on (B)(6)2019 at 07:46:36, on (B)(6)2019 at 09:46:26, and on (B)(6)2019 at 12:33:06; respectively. Several momentary disconnections were observed leading up to the controller power up events. The controller was without power for 7 seconds, 4 seconds, 10 seconds, 8 seconds, and 8 seconds; respectively. Analysis of the alarm log files did not reveal any alarms recorded within the analyzed period related to the reported event. However, it is likely that the patient perceived the no power alarm that sounds when the controller loses power as the reported ¿high priority alarm¿ described in the event details. As a result, the reported event was confirmed. The most likely root cause of the reported premature power switching events can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2016 / serial or lot#: bat304174 UDI #: asku d10: no h3: yes h4: mfg date: 31-oct-2015 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2016 / serial or lot#: bat304322 UDI #: asku d10: no h3: yes h4: mfg date: 31-oct-2015 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2016 / serial or lot#: bat304812 UDI #: asku d10: no h3: yes h4: mfg date: 31-oct-2015 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2016 / serial or lot#: bat310515 UDI #: (B)(4) d10: no h3: yes h4: mfg date: 31-dec-2015 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: serial or lot#: bat304609 d10: yes, return date: 29-jul-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial or lot#: bat305708 d10: yes, return date: 29-jul-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial or lot#: bat305711 d10: yes, return date: 29-jul-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: serial or lot#: bat302364 d10: yes, return date: 29-jul-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 104, 3213 h6: FDA conclusion code(s): 12, 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.